Event description:
Based on attorney's report: (B)(6) 2010 - the patient received medical care that included implant of a xenmatrix graft. The patient alleges subsequent unspecified injuries.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. It was reported that the patient developed injuries after implant of a xenmatrix graft. However, no specific injuries or device issues were alleged, and it is unknown whether the graft remains implanted. A manufacturing review was performed and did not find any manufacturing related issues. To date, no medical records have been provided and no sample has been returned for evaluation. We have contacted the initial reporter to obtain additional information. If additional information is received, a supplemental MDR will be submitted.